Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23122. It was reported the patient experienced ineffective stimulation in her low back. Reprogramming was unable to resolve the issue. It was noted the patient had a recent fall. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015 where the physician initially planned to explant and replace the patient's lead with another model. However, during the procedure, the physician was unable to implant the lead due to the presence of scar tissue. As a result, the physician decided to explant the patient's entire scs system. The actual event date is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.